Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the physician inserted a lead into the device header and the screw had pulled back and was unable to insert the wrench into the screw. Multiple attempts were made until the screw jumped out of the seal and went on the floor. The device was explanted and replaced. No patient complications have been reported as a result of this event.